Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump alarmed with several motor errors during bolus and basal rate insulin delivery. Customer's blood glucose was 25.4 mmol/l. The customer did not drop the device and there was not a motor position encoder error alarm in the history. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. No unexpected motor error alarms noted and the motor was tested outside of the unit and passed. The insulin pump also passed displacement, rewind and basic occlusion tests. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and missing the end cap sticker.